Event description:
Report received from the USA stating that the device was "smoking" during spine surgery. The drill was away from the sterile field; a towel was near the drill and had wrapped around the top and may have caused the motor to device to burn out and release some smoke. There was a burning odor from the drill after the device has been removed from the room. There was a delay of less than 5 minutes to retrieve another same type of device. There were no injuries reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If add'l info is received, a supplemental report will be sent.